Event description:
It was reported that the pt underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. During this procedure a (bs) uphold vaginal support system was also implanted into the pt. The pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.